Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Knee capsule. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. The following information was requested, but unavailable: what is the lot number? A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This is a combination product and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a arthroplasty procedure on (B)(6) 2023 and barbed suture was used. Half way through suturing knee capsule, the barbed suture needle detached from the stand. The procedure was delayed due to the reported event by 10 minutes. The procedure was completed successfully with a mayo needle. No fragments were generated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2023 . This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 incomplete device returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only it was received one empty labeled winding former pertained to product code sxpp1a203. As the needle and suture were not returned and based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The manufacturing records could not be reviewed as the batch/lot number is unknown. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.